Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Review of the stored electrograms indicated lead noise. Noise appeared to be of non-physiological signal deflections on the transmission. The lead function was otherwise good and normal. Patient will be monitored with routine follow up by the physician.

Event description:
New information received on dec 3, 2018, indicates that more noise occurred. No resolution was reported and the patient was stable.